Event description:
During follow-up, interrogation of the device was not possible. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿failure to interrogate¿ could not be confirmed. As received, the device was at ddi mode above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, telemetry and battery assessment indicate normal device characteristics. Device was interrogated with merlin programmer; no anomalies were noted. The telemetry was stable and normal during the entire tests. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.